Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ cyst: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "replacement due to rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to rupture". This record is for left side. Device was explanted.